Event description:
Affiliate reported that after the MRI the valve could not be programmed with the vpv. As a result ,the device was revised.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. Debris was found on the ruby ball, on the spring and spring pillar, the cam mechanism and on the base plate. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At this time, the complaint is considered to be closed.